Event description:
It was reported that during the explant procedure, insulation damage was observed. X-ray did not confirm any insulation anomaly. No electrical issues were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported insulation breach was not confirmed. The damage found was sustained during the surgical procedure.